Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2808505, el1a21, 2865268, 2562544, 2818777, da5ck1, eh1cc1, 423492, 419782. A search of the complaint database search finds one additional reported incidents against lot code 2432688 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from severe pain and discomfort, swelling in his leg, and difficulty sleeping. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. During surgery a crack was found while putting in the sleeve. Patient was revised because of a loose stem and the cup was retroverted. The patient was revised again on (B)(6) 2011 for pain. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: age, exp. Date/UDI.